Manufacturer narrative:
The medwatch states that the device was returned to olympus for evaluation on (B)(6) 2017; however, since no serial number was provided, olympus was unable to perform a device history search and provide details of the evaluation. The instruction bronchovideoscope manual contains several warning statements in an effort to prevent severe equipment damage and patient injury: ¿in addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected by following section 10.1, ¿troubleshooting guide¿ on page 141. If the irregularity is still suspected after inspection, contact olympus. Using an instrument that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained.

Event description:
Olympus received a medwatch report on (B)(6) 2018 stating that there was an "uptick" in patient cultures that tested (B)(6) for (B)(6). The medwatch reports that the patients underwent procedures using a common bronchoscope. The scope was cultured and never tested positive for stenotrophomonas. The scope was removed from service. Additionally, the medwatch reports that the scope was sent back for evaluation and there was evidence of the epoxy slightly lifting.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the olympus endoscopy support specialist (ess). On august 22, 2018, an olympus ess was dispatched to the user facility to observe the facility¿s reprocessing practices. There were no deviations noted with the user facility¿s reprocessing.